Manufacturer narrative:
D4: UDI - not required for this product. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been almost fractured at the joint on the oxygenator at the blood outlet port. There were no other anomalies noted. Magnifying and electron microscopic inspections of the fracture cross-section of the tube on the port side did not reveal any embedded foreign particle or entrainment of air bubbles. It was revealed that some segments were in the smooth state and other segments in the rough state. Some streaks starting at one point were found on the smooth surface. Simulation testing was conducted. The sampling line tube of a current product sample was exposed to a shock force after having been left under a low temperature for 12 hours. The sampling line tube became fractured at the joint on the oxygenator at the blood outlet port. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation results, it is likely the actual sample was subjected to a shock force, resulting in the reported tube fracture. The device labeling does address the potential for such an event in the instructions-for-use (IFU): "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the capiox device. Follow up communication reported the following information: during priming, leakage of the oxygenator at sampling purge line was detected; the line was broken at the blood outlet port; the device was changed out; and there was no patient involvement.